Event description:
The baxter tech reported a pump with pump head module (phm) controls inoperative for the facility. The condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the phm controls inoperative was confirmed. Inspection of the pump revealed the pump head module (phm) controls inoperative was caused by the open and stop buttons on the faulty keypad not working. The keypad was replaced in the phm on the pump to correct this condition. This issue is being investigated.